Manufacturer narrative:
On 8/18/2021, it was reported to mentor that the patient¿s initials were (B)(6). The date of implantation was (B)(6) 2002. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5093603 that a female patient underwent a breast surgery with a mentor smooth round moderate profile 325cc on the left breast and with a saline mentor breast implant of unknown type on the right breast and experienced ¿multiple symptoms of breast implant illness: unexplained muscle pain, fatigue, brain fog, stomach bloating, headaches, worsening eyesight, episodes of pancreatitis, and flu-like symptom¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.